Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: there were call service 078 alarms observed in the pump's black box. The pump was exercised for 24 hours with no alarms occurring. Corrosion was observed in the battery compartment. There were battery compartment cracks found that caused the moisture ingress.